Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown side rupture. (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with unknown size unknown gel implants at an unknown date. Now this patient experienced unknown side breast implant rupture and implants were explanted at an unknown date. No further information was provided as the patient declined to continue initiating the file. Follow-ups are in progress. Supplemental report will be submitted when additional information is received.